Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One unused 6f angio-seal vip device was received for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. The device was subjected to functional testing. The device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. Based on the returned device, the complaint could not be confirmed the alleged failure of pullout since there was no product issues found with functional deployment. The actual complaint sample was not returned but one unused sample from the same lot was returned. No issues were found on the returned unused sample during functional testing. Based on the available information and in the absence of the device involved in the incident, the exact cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor implanted the angio-seal vip 6fr anchor in the vascular wall, remaining well located, then they took the collagen to the arteriotomy, but the mechanical seal was not well attached. The anchor came off and they had to discard the angio-seal. The believed that the mechanical seal did not fit properly, possibly because the suture failed to stabilize the anchor and collagen bond. The doctor stated that the thread system had broken. There was no harm to the patient. Additional information was received on 21october2020: the doctor noticed that the suture did not achieve anchoring and clamping stability of the collagen, which caused the anchor to come out of the artery. The doctor saw instability and poor coupling of the whole. Additional information was received on 23october2020: the doctor confirmed that there was no embolization of the anchor and that all parts of the device simply come out of the patient. The anchor was left outside the lumen of the artery, but in the superficial soft tissues. Additional information was received on 26october2020: the anchor remained in the subcutaneous tissue. The patient suffered a hematoma. Manual compression was required to achieve hemostasis, without experiencing any adverse results to date and the patient remained stable.